Event description:
Blood was observed leaking from the gas vent port of the oxygenator during bypass. The perfusionist did electto continue to use the oxygenator to complete the case. Blood loss was approx 120cc. No intervention was required to compensate for the blood loss and there was no pt detriment.